Manufacturer narrative:
An event of one valve leaflets not opening and closing after implantation was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The valve was able to be rotated without difficulty. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm masters mechanical heart valve was selected for implant. During device preparation, the leaflets were not moving normally when tested with a valve sizer. During implant, valve insufficiency was observed; the valve was unable to open and close. The valve was removed and leaflet function was tested outside of the patient, but the issue persisted. A new 23mm masters mechanical heart valve was successfully implanted. The patient was reported to be in good condition.